Event description:
It was reported that there was oversensing of noise and reduced r-wave amplitude on the captured s-ECG. The physician was concerned over a possible fractured electrode. The sensing vector was reprogrammed from secondary to primary vector. Boston scientific technical services (ts) was consulted to review the data. Upon review ts noted that the signal signature from in-office acquired s-ecgs appear more suggestive of myopotential oversensing versus a fracture. Ts discussed further troubleshooting options to determine the cause of the noise. The electrode remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.